Event description:
The user facility sterile processing technician found chips of insulation missing from the device, posing the risk of a small component being lost in a surgical site, during sterile processing. There were no adverse consequences related to this event.

Manufacturer narrative:
Additional information: manufacture date. Follow-up report submitted to document device evaluation results. Received at stryker for evaluation.

Event description:
The user facility sterile processing technician found chips of insulation missing from the device, posing the risk of a small component being lost in a surgical site, during sterile processing. There were no adverse consequences related to this event.